Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) medical examiner with no information. Information identified in the manufacturer's database indicated the patient died approximately (B)(6) months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information with the medical examiner, the funeral home and the physician office were all unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.